Manufacturer narrative:
Date of event entered is an estimated date as the exact date of event was not provided.

Event description:
It was reported by the patient that his spectra penile prosthesis (spp) device has no rigidity. He would like assistance in having his device replaced. His device was implanted a few weeks earlier.